Event description:
It was reported that during the persistent atrial flutter pulse field ablation procedure to treat persistent atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the faradrive sheath was prepped and flushed in a normal manner prior to use. The faradrive sheath did have the pentaray catheter in and out of the faradrive twice before attempting to use the farawave catheter with no issues. After the farawave catheter was placed in the faradrive, the physician was aspirating while advancing the farawave catheter. This is when air was aspirated into the syringe from the faradrive sheath. The physician removed the farawave catheter and reintroduce the farawave catheter yet no improvement. The troubleshooting steps included doing normal flushing. The procedure was completed successfully by using a different device (different model). No patient complications have been reported. The product is expected to be returned. It was further reported the pressure bag was used for the irrigation of sheath. Excessive bubbles were noted in the aspiration syringe. The guidewire was retracted to the tip of the farawave. No other issue has been reported.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve, pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the persistent atrial flutter pulse field ablation procedure to treat persistent atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the faradrive sheath was prepped and flushed in a normal manner prior to use. The faradrive sheath did have the pentaray catheter in and out of the faradrive twice before attempting to use the farawave catheter with no issues. After the farawave catheter was placed in the faradrive, the physician was aspirating while advancing the farawave catheter. This is when air was aspirated into the syringe from the faradrive sheath. The physician removed the farawave catheter and reintroduce the farawave catheter yet no improvement. The troubleshooting steps included doing normal flushing. The procedure was completed successfully by using a different device (different model). No patient complications have been reported. The product is expected to be returned. It was further reported the pressure bag was used for the irrigation of sheath. Excessive bubbles were noted in the aspiration syringe. The guidewire was retracted to the tip of the farawave. No other issue has been reported.